Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification. Product surveillance contacted the dialysis office manager on (B)(6) 2010. According to the manager they cannot identify the patient that used this cycler for therapy. Additionally, the manager cannot confirm why the cycler was returned. Therefore, no information is available. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1 & drain 1. The product analysis lab evaluated the device. The cause for rite test failure - volumetric accuracy was undetermined. The service history review was performed and revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.